Event description:
A nurse at the user facility reports that during intraocular lens (iol) implant surgery, the physician noticed a crack in the iol after it was inserted into the eye. The incision was enlarged to facilitate removal and replacement of the lens. The pt's outcome was good.